Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced electric shocks on their right side, even when the ins was switched off. The patient couldn't touch their head on the right side without experiencing pain. The left side covered their left-sided facial vascular pain well. The patient lived under high-voltage power lines and they told the representative that they felt the ins and lead heating up. Even when the ins was switched off, they had the same sensation of the ins becoming hot. When asked how long the patient left it off, the representative noted that the patient experienced a lot of pain, and the slightest modification gave the patient discomfort; if they turned the ins off, they could last 1 hour and 30 minutes before turning it back on. Anti-theft gates and the lines of the train also provided the patient with the same heating sensation. The patient's healthcare provider told them that their leads were in the right position. The representative performed an impedance check and everything was fine. Touching the patient's ins site did not cause them pain. The patient was advised to see a healthcare provider, and an appointment was scheduled for (B)(6) 2025. The issue was not resolved. It was noted that an x-ray was to be performed. Technical services r ecommended that the patient move away from the high-voltage lines.

Manufacturer narrative:
Continuation of d10: product ID 09100, serial# unknown, implanted: (B)(6) 2023, product type lead. Product ID 09100, serial# unknown, implanted: (B)(6) 2023, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 09100, serial/lot #: unknown. Product ID: 09100, serial/lot #: unknown. D10: the implant date for both leads is inaccurate; only the year is valid. G2: the country of origin is switzerland. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was seen again by the doctor yesterday ((B)(6) 2025) and an x-ray was taken. The doctor told the rep that the electrodes are correctly positioned and that the patient's pain is due to another illness (fibromyalgia) and not to the stimulator. The doctor has checked the stimulator and the impedances are good and the settings are good. She has referred the patient to a fibromyalgia specialist. There is no other action on the part of the hospital.